Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially requested assistance in setting up the coaguchek xs meter (serial number (B)(4)) after changing the batteries and alleged that the meter had lost results in the memory. Upon receipt of and review of the meter, there were discrepant results listed from capillary blood samples obtained on (B)(6) 2017. At 7:25 am, the initial result was 3.3 inr. At 7:34 am, the result was 2.5 inr. At 8:17 am, the result was 3.0 inr. Between 7:23 am and 8:17 am, the customer had five error messages during testing. It was unknown whether these results were reported to the customer's doctor. The customer did not recall obtaining these results and did not have them listed in his written log. No adverse event occurred. The customer¿s therapeutic range is 2.0-3.0 inr. The customer is not anemic, has no hematocrit issues nor antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors. The meter and strips were requested to be returned for investigation. Replacement was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer returned the meter for investigation. Investigation activities are ongoing.

Manufacturer narrative:
The customer did not return the test strips. A specific root cause was not identified for this event. The customer's meter was returned and was tested with the current master lot of test strips. Level 2 quality controls (qc) were used. The qc results were 2.9 inr and 2.7 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot (range 2.2 inr - 3.4 inr). All measurements were without error messages. No dosing errors were observed. None of the customer's medications are currently known to interfere with the accuracy of test results.